Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is not indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Adverse event: restenosis requiring intervention. Onset of adverse event: approximately 3.5 years after the procedure. Device issue: none. It was reported via a trial that on (B)(6)2007, the patient underwent an uneventful stenting procedure in the predilated left posterior descending artery with one xience v stent. On (B)(6)2010, the patient experienced angina and was found to have in-stent restenosis per diagnostic coronary angiogram on (B)(6)2010, requiring revascularization through percutaneous intervention. Two additional xience v stents were implanted in the target lesion. The patient's condition resolved on (B)(6)2010. There was no additional information provided.